Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer returned one infusion sleeve , the infusion sleeve was visually inspected and a hole was found in the shaft of the infusion sleeve. The damage appears to have what resembles phacoemulsification tip piercing damage at the center section of the shaft. The root cause of the customer¿s complaint is most likely related to user handling during set-up. The marks on the sleeve have what resembles phacoemulsification tip damage; when the sleeve was installed over the phacoemulsification tip and pierced the sleeve. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a hole was noticed on the infusion micro sleeve and leakage from irrigation port occurred during the cataract surgery. The aspiration was poor and the surgeon replaced the infusion micro sleeve to complete the procedure. There was no patient harm. Additional information has been requested.